Event description:
A malfunction alert was reported, identified by a non-resettable malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement of the pump and advised the customer on switching to multiple daily injections as a backup therapy. The customer was instructed to send back the faulty pump using the provided return box and to follow specific steps upon receiving the new pump.